Event description:
It was reported there was groin bleeding. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. It was noted there was a groin complication post procedure which required additional intervention. The patient was bleeding from the access site which required vascular surgery in order to repair. Six (6) days post procedure the closure device embolized to the mitral valve of the patient and the patient went into cardiac arrest. The physician snared the closure device from the mitral valve but then it migrated to the descending aorta. Another device was then used to retrieve the closure device to a larger sheath where it was then removed from the patient. During the retrieval of the closure device the patient experienced a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion and drain blood from the patient. The patient was left on blood pressers and was transferred to the ICU. The patient did not recover, and as a result the patient died from complications of this event.